Manufacturer narrative:
Date sent: 08/13/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure. The tissue pad fell off, one pad was found but the second pad was not found. The surgeon and the nurse didn't know when the pad fell off- maybe by cleaning the instrument and not during use on patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.